Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2021. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4).

Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when sewing for wounds caused by trauma on (B)(6) 2021. No adverse patient consequences were reported. No additional information was provided.